Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead has now been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) coil impedance alert tripped for high and undefined impedances. The tip to coil impedance trends also showed high impedances in the last couple of days. The right ventricular (rv) lead remains in use and the patient was referred to ep (electrophysiology) cardiology for consult. No patient complications have been reported as a result of this event.